Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead was exhibiting noise over sensing. This noise could be reproduced with pocket manipulations, but impedances were within normal limits. After a chest x ray analysis, the rv lead appeared to be not fully inserted in the lead port. There were no more than 3 seconds pauses. The crt-p and the rv lead remain in service at this time. No adverse patient effects were reported.